Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the system was found to be fully operational. Log analysis was performed by a manufacturer representative. Analysis reveled a significant number usb errors. The issue is consistent with a corrupted state in the usb/fiber transceiver firmware.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that when the system was booted up and the site went to register the camera had a red x on it. The site rebooted the software without resolution. So, they shut the system down completely and rebooted and the issue was resolved. No impact on patient outcome and a reported delay of less than 1 hour to procedure.